Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed joint pain which started in his left leg, then his left hand, then spread to his right hand and shoulder. The patient reported feeling that the equipment was causing him joint pain. The patient also reported that due to the pain he could not stand up or use his hands. The patient went to the emergency room and x-rays were performed but nothing was found. The patient also asked his pharmacist if his medication could be the cause of the pain. Follow-up indicated that the patient continued wearing the lifevest and his joint pain had improved.